Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Totally broken / had the screw and head loose in mouth [device breakage], suspects that it is counterfeit [suspected counterfeit product], no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that after less than 2 weeks of use the oral-b power oral care refill precision clean was totally broken; the consumer elaborated that he/she had the screw and head loose in his/her mouth. The consumer stated that he/she grabbed a second one and this brush head also broke in the same way. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed. On 06-jan-2017 received consumer follow-up phone call: the consumer reported that the scratch test passed and the logo remained on the brush head. She stated that when compared to an original brush bought from a large retailer, the whole brush was noticeably less smooth; the consumer suspected that the brush heads were counterfeit. She also reported that this was not the first time that she had used these particular brush heads. No further information was provided.

Manufacturer narrative:
From (B)(6) 2017 product investigation results: reporter returned one toothbrush head on (B)(6) 2017. Toothbrush head confirmed to be counterfeit.

Event description:
Totally broken / had the screw and head loose in mouth [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that after less than 2 weeks of use the oral-b power oral care refill precision clean was totally broken; the consumer elaborated that he/she had the screw and head loose in his/her mouth. The consumer stated that he/she grabbed a second one and this brush head also broke in the same way. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed. On (B)(6) 2017 received consumer follow-up phone call: the consumer reported that the scratch test passed and the logo remained on the brush head. She stated that when compared to an original brush bought from a large retailer, the whole brush was noticeably less smooth; the consumer suspected that the brush heads were counterfeit. She also reported that this was not the first time that she had used these particular brush heads. No further information was provided.